Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) gave an error message (e1538 code) associated to a faulty encoder during a procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the evo. The incident occurred in wien, austria. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, encoder board was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2008 and no other similar event has been reported, neither concerning trend has been identified. Based on the technical intervention, the root cause of the reported issue has been traced back to a faulty encoder board.